Event description:
It was reported that the pixels in the center of the pump touch screen were stuck and interfered with the customer's interaction with the screen. There was no reported impact to customer's blood glucose. Customer continued to use pump for insulin therapy.